Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07504, 0001825034-2018-07524.

Event description:
It was reported patient¿s knee was revised approximately one year post implantation due to instability. The femoral and tibial component were roved and replaced. Attempts have been made and additional information on the reported event is unavailable.